Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post magnetic resonance imaging device check. Upon interrogation, the implantable cardioverter defibrillator was noted to be in backup vvi mode with therapies disabled. Due to the patient being in hospice care and under a do not resuscitate request, the physician opted out of restoring the device. There were no adverse consequences to the patient.